Event description:
Customer reported to sales rep: in 2005, outpatient having CT abdomen. An undetermined gauged angiocath was used to gain IV access for contrast administration. During injection of contrast media with a prefilled syringe of optiray 320, the technologist monitoring the initial injection felt a "gurgle" in the vein and stopped the injection. Radiologist believe approx 40-50cc air was injected. Radiology dir states that the pt was transferred to another hosp, treated with bariatric chamber, released the next day.